Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure this programmer had a misalignment of markers. The patient had been in atrial fibrillation (af) throughout the whole procedure but spontaneously revered normal sinus rhythm. This is when the misalignment of markers was observed. The physician thought the right atrial (ra) lead had dislodged and wasn¿t sensing. The pocket was reopened for further investigation. It was confirmed that the ra lead had not dislodged and was sensing appropriately. The programmer electrocardiograms were recalibrated and resolved the issue.